Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The event of stenosis has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint of stenosis was empirically confirmed. It was reported that "the valve is under expanded in the mid portion of the valve due to big piece of ca++ in this area". When the valve is not fully expanded, the effective orifice area is reduced. This can impact valve functionality as blood flow across the valve would obstructed, which can contribute to increased gradients or stenosis. Based on the available information, an under-expanded valve likely played a role in the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), a patient presents with a thv failing from aortic stenosis 4 years and 6 months post tavr. On september 29, 2025, a patient was being evaluated for a possible valve-in-valve implantation. A 71-year-old male patient may undergo a placement of a thv within a previously implanted thv in the aortic position. Response to follow up provided the proctor review as follows: "the valve is under expanded in the mid portion of the valve due to big piece of ca++ in this area. The l) coronary is just above the risk plane for occlusion and r) coronary take off from a huge sov. You can do this patient with a 26 s3ur valve, place with top of valve 2 mm below the top of the old valve. Post dilates the valve with a 26 true balloon to make certain valve is fully expanded. R) femoral is good for access."

Manufacturer narrative:
Investigation is ongoing.